Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 275 mg/dl with trace amounts of ketones. Insulin injections were administered to address the high bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. The cannula was removed and no damage was noted. During troubleshooting, it was confirmed that insulin was exiting the infusion set tubing. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The customer declined further follow-up.